Event description:
Customer reported that she was hit in the arm by the galileo's pipettor when trying to reseat a plate.

Manufacturer narrative:
The customer stated that while she was running the galileo she thought that she saw one of the plates was not properly seated in the plate carrier and she moved to push it down during which the moving left sample pipettor arm hit her in the arm. The galileo operator manual states in chapter 9 limitations of use and warnings section: warning: it is important to keep your hands away from the pipetting area to avoid potential injury due to the moving instrument.